Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a faulty therapy capacitor. The bench repairer evaluated the device and determined that there was a faulty therapy capacitor due to malfunction of main capacitor. The main capacitor was replaced. Functional and safety tests were carried out with positive results and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.